Manufacturer narrative:
Patient information was not made available from the site. No procode, common device name and/or 510(k) provided as this device is not released for distribution in the united states.  On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(6) 2017 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon took a spin with the imaging system and later alleged a 2 centimeter inaccuracy occurred. They took another spin and continued the procedure. There was no delay of therapy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.